Manufacturer narrative:
As a result this lead was surgically abandoned over two years later. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was inquiry to promote bi-ventricular pacing. Initially there was difficulty with capturing thresholds. The impedances on this left ventricular lead had dropped from 1400 ohms at implant to 316 ohms. It was later confirmed that this lead had dislodged. No adverse patient effects were reported.